Manufacturer narrative:
Brand name & device identification: correction. Report source: correction. Device manufacture date: correction.

Manufacturer narrative:
Approximate age of device 2 months, 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019 it was reported that there was some difficulty getting the driveline to disconnect from the previous primary controller during the exchange for the upgrade. No further or additional information was provided.

Event description:
There was difficulty getting the driveline out of controller hsc-068616 but when it was upgraded to the new software, our clinical inspected the controller and couldn't find any issue. We did not plan on returning the controller for evaluation. No further or additional information was provided.

Manufacturer narrative:
Additional information: b5. Manufacturer's investigation conclusion: the report of difficulty disconnecting the modular cable from the system controller could not be confirmed through this evaluation. Additionally, a specific cause for the reported event could not be conclusively determined through this evaluation. The account reported difficulty disconnecting the modular cable from the system controller during an exchange for the patient¿s low flow software upgrade. The modular cable remains in use and the patient remains ongoing on vad support with no further issues reported. The heartmate 3 lvas IFU explains how to replace the modular cable and exchange the system controller. No further information was provided. The manufacturer is closing the file on this event.